Manufacturer narrative:
Device mfg date has been updated based on the DHR download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller called adc to report that the customer received lower readings on the adc freestyle libre sensor compared to readings obtained on an hcp meter. On (B)(6)2019, the customer received an unspecified low sensor scan and experienced a loss of consciousness. An ambulance transported the customer to a hospital where a sensor reading of 259 mg/dl was obtained compared to a reading of 377 mg/dl obtained on the hospital¿s meter. The caller further reported customer was hospitalized for about a week and received unspecified medical treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called adc to report that the customer received lower readings on the adc freestyle libre sensor compared to readings obtained on an hcp meter. On (B)(6) 2019, the customer received an unspecified low sensor scan and experienced a loss of consciousness. An ambulance transported the customer to a hospital where a sensor reading of 259 mg/dl was obtained compared to a reading of 377 mg/dl obtained on the hospital¿s meter. The caller further reported customer was hospitalized for about a week and received unspecified medical treatment. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.